Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused filters to burn out, observed particles in tubing/chamber, burning, smoke, electrical odor, nasal, throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal parts of the device and found unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer used a known good power supply and power cord to confirm the device powers up and provides airflow. There was no odor detected during the confirmation of airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6: updated in this report.